Event description:
Additional information was received indicating the right atrial (ra) lead was repositioned to resolve the loss of sensing and a loss of capture due to dislodgement. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was a loss of sensing and a loss of capture on the right atrial (ra) lead due to a suspected lead dislodgement. The device was reprogrammed to deactivate the lead and the event was resolved. The patient was stable.